Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that matrix bin 5 failed to latch. A field service engineer, recovered matrix bin to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, it 's difficult in closing the drawer. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.